Event description:
On (B)(6) 2003, a 25mm masters mechanical heart valve was implanted. In (B)(6) 2018, the valve had significant leakage and obstruction. The valve gradient was 78/58mmhg, ava 0.57cm2, and vmax was 4.4m/s. As the patient was asymptomatic, the anticoagulation medication was increased. There was no improvement despite the increase in anticoagulation so the valve was explanted on (B)(6) 2018. Upon explant, some light tissue was noted in the valve hinges. No pannus or signs of infection were observed. The patient comorbidities include polycythemia vera and thrombocytosis (600-700). Inr levels have been around 3 during the past year. A 25mm masters series valsalva aortic valved graft was implanted as the replacement. The patient is reported to be recovering.

Manufacturer narrative:
An event of leakage and high gradient was reported. The leaflet obstruction due to tissue "in the valve hinges" was reported. Morphological and histopathological examination revealed thrombus in the recessed pivot area, immobilizing one leaflet in the open position. No vegetations, acute inflammation or significant calcifications were present in the tissue or sewing cuff. The cause of the thrombus remains unknown; however, the patient had multiple comorbidities including polycythemia vera and thrombocytosis, which are known to cause an increase in platelets and red blood cells.